Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced an infection at the implant site. Treatment with oral antibiotics was attempted; however, the issue recurred. The device was explanted on august 13, 2015. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Correction: the correct serial number is (B)(4), not 237587 as previously reported. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report february 18th, 2016.